Event description:
It was reported that this cardiac resynchronization therapy defibrillator showed out-of-range pacing impedance on the right atrial channel, although no exact value was reported. Technical services (ts) believes the value was low, under 200 ohms as the values previously were running between 600 and 700 ohms. Spring contact issues were suspected. Noise and oversensing were noted as well on the right atrial channel. Therapy was not affected. Attempts to obtain additional information were unsuccessful. This device remains in service and no adverse patient effects were reported.